Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported the patient was going to have a revision of the lead extension on their left side for a fracture, but the entire system ended up being explanted due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.